Manufacturer narrative:
The file used was a tulsa dental profile gt #2, nickel titanium file. The patient was sent to a specialist for removal of the file. The specialist was unable to completely remove the file from the tooth canal. Canal was filled but short by about 5mm. The equipment was inspected and found at a different setting (1 to 1 ratio) than was originally set (3 to 1 ratio) at installation. The equipment functioned properly at the original setting.

Event description:
While using the tlc endo setup during a root canal, the file broke in the patient's tooth.